Event description:
It was reported that the patient had a battery replacement because ¿the battery was dead.¿ the reporter stated that it ¿burned out quicker than expected.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v806871, implanted: (B)(6) 2012, product type: lead. (B)(4).